Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. The problem reported was that the blood pressure line was severed. The tubing was clamped quickly, and the system was changed from blood pressure catheter to sterile. The patient began to lose blood through the blood pressure line. Per the reporter, if the event had not been noticed so quickly, the patient would have suffered hemorrhagic shock or bled to death. No medical intervention was provided because the tubing ruptured in the presence of the healthcare provider and she was able to resolve the problem before it became more problematic. There was patient involvement but no harm reported.